Manufacturer narrative:
Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device was inspected for damage. Visual examination showed a kink located 77.5cm from the tip. There was a non-compatible filter guidewire stuck in the device when returned. The wire was protruding from the tip 10.5cm and from the pod 153cm. The functionality of the device was checked by setting up the product per the instructions for use (IFU). The device primed as designed. The blades rotated sporadically. It was noticed that the tip of the jetstream was run over the guidewire coils. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information of blades not spinning. The complaint for blades not spinning and a kink was confirmed as well as a non-compatible guidewire stuck in the device.

Event description:
Reportable based on analysis completed on (B)(6) 2024. It was reported that rotation failure occurred. A 2.4 mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat peripheral arterial disease. The 90% stenosed target lesion was in a moderately tortuous and severely calcified superficial femoral artery. During the procedure, it was noted that the device became stuck in the calcification, resulting in rotation failure. The device was able to be removed normally, and no patient injuries were reported. However, device analysis revealed a non-compatible guidewire stuck in the device.